Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating with intermittent network issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was intermittently not communicating. The field service engineer (fse) found network cable was faulty. The fse replaced the cable, verified the ip address settings with the information technology, performed a data sync on the station, and checked the hard disk drive space. Diagnostics were run, and the customer successfully tested login. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).